Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming correctly. They used a second device to complete the case. No pt consequence reported.

Manufacturer narrative:
D4; h4: information anticipated, but unavailable at this time.